Event description:
During a remote follow up, oversensing was noted on the device. Technical support was contacted and noted the oversensing was due to noise. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.